Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the receiver had no audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having no audio output could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A global receiver functional test was performed, and it failed the speaker tests. A global communication tool audio test was performed, and it failed sound tests due to very low audio. A global communication tool vibration test was performed, and passed. Manual audio "try it" testing was performed and failed due to very low audio. Manual vibration "try it" testing was performed and passed. The receiver case was opened for an interior inspection and passed. Speaker resistance was measured and passed. The speaker was replaced with a known good speaker and the manual audio/ vibration "try it" testing was repeated and passed. The allegation was confirmed. The probable was determined to be a defective speaker. No injury or medical intervention was reported.